Event description:
It was reported that during an implant attempt after moving positions the lead helix had "difficult advancing." The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal end of the electrode was covered in blood. (B)(4).